Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 years 9 months post implant of perfix plug, patient was diagnosed with hernia recurrence, adhesions and inflammation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, adhesions and inflammation as possible complications. Updated fields: a2, b2, b3 (date of event), b4, b5, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d.6b (date of explant), g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with indirect inguinal hernia, thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿the hernia sac was dissected down and it was reduced. The defect was filled with a perfix plug. An onlay patch was cut to the size and keyhole was loosely closed around the vital cord structures using sutures.¿ (B)(6) 2017 - patient was diagnosed with inguinal adenopathy and recurrent inguinal hernia, thereby underwent open repair with removal of perfix plug and implant of biologic mesh. Per operative notes, ¿there was some shoddy adenopathy in the left inguinal position and one of the lymph nodes was excised. The cord was densely adhered to the mesh. The perfix plug was in the indirect position, it was excised. This created a recurrent left inguinal indirect hernia. This defect was filled with a piece of biologic mesh and plugged into this site using sutures.¿ attorney alleges that the patient had adhesions, other organ perforation, pain and emotional injuries. It is also alleged that patient had removed left groin lymph node and had a left testicle that is in severe pain all the time, along with my left leg and upper groin area that makes it hard getting around at work.